Manufacturer narrative:
Result of investigation: the device tc201, serial number (B)(6) was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the video tower is experiencing blackout" could be confirmed. The most probable root cause is a failure of a component assembled on the mainboard. The failure of the component triggered the error message "menu temporarily unavailable." This error message was not reported by the customer, but diagnosed by the investigator. The corresponding IFU is stating this "failure of products" clearly in section 3.10, page 14. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the video tower is experiencing blackouts. No negative impact in state of health reported.

Manufacturer narrative:
Corrections made to d4 and lot number added. The event is filed under internal karl storz complaint ID: (B)(4).